Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced a nervous system disorder in that they had the symptoms of hallucination, ideas of persecution and apathy. The patient was hospitalized on (B)(6) 2017 and the device was interrogated. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient experienced a state of acute delirium including ideas of persecution, hallucination, irritability, and confusion. As a result there as a required in-patient or prolonged hospitalization, with xeroquel medication administered on (B)(6) 2017 as a result. It was noted that the issue was possibly related to the device or therapy and not related to the implant procedure. The issue resolved without sequelae on (B)(6) 2018. No further complications are anticipated.